Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in the patient for the endovascular treatment of a 52 mm abdominal aortic aneurysm. It was reported that a routine CT performed under 10 years later showed the presence of a type ia endoleak and a ib endoleak on the endurant limb (v00885373). Intervention was performed about a month later. An endurant cuff and endoanchors were implanted, which resolved the ia endoleak. Following this, an attempt was made to repair the ib endoleak. The physician did not have consent to coil and cover the left hypogastric artery so the physician extended with an etlw1620c93e endurant limb but this proved unsuccessful and the ib endoleak remained. As per the physician the cause of the ia endoleak could not be determined. The cause of the ib endoleak was stated to be as a result of continued aneurysmal disease of the iliac artery. No additional clinical sequalae were reported and the patient will be monitored.